Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and without the device to analyze causes for the reported unintended movement and noise could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the unintended movement of the clip. It was reported that during preparation of the clip delivery system (cds), while turning the delivery catheter (dc) handle, the clip turned left and right in a swift matter and a clicking sound was heard. The cds was not used. There was no clinically significant delay to the intended procedure and no patient involvement. No additional information was provided.